Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cause of this device was a failure due to deterioration of parts in the power supply unit due to long-term use, which has been more than 7 years since it was manufactured. But the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the subject device could not be turned on. Olympus china checked the subject device and found that the reported phenomenon was duplicated and the power supply was faulty and the startup was abnormal. There was no report of patient injury associated with the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 24-jun-2020. Olympus will continue to monitor the field performance of this device.